Manufacturer narrative:
This is an initial report. An investigation is in process. A final report wil be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code 1003: calibration check failure, cal a, deviation too large, on the axsym analyzer. No impact to patient management was reported.